Event description:
It was reported that there was far field r-wave oversensing and inappropriate mode switches. Attempts to reprogram the device resulted in some atrial undersensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was far field r-wave oversensing and inappropriate mode switches. Attempts to reprogram the device resulted in some atrial undersensing. The device is still in use. No patient complications have been reported as a result of this event. It was reported again that there was far field r-wave oversensing causing inappropriate mode switch. Attempts to decrease sensitivity resulted in atrial undersensing. The device remains in use. No patient complications have been reported as a result of this event.